Event description:
Customer reported leaking from the filter air vent hole. The leaking occurred 72 hours from the time the set was primed. Hyperalimentation (trophamine) was infusing at 11 ml/hr when the leak was noticed. The IV set up was an alaris primary infusion set connected to the alaris filter extension set that is connected to a tri-fuse extension set which was connected to a 1.9 french PICC. There was no report of patient harm or medical intervention. No further patient or event information is available.

Manufacturer narrative:
(B)(4). Although requested, the set has not been received. A follow up report will be submitted with failure investigation results should the device be returned for evaluation.